Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer's issue was accidental, and that the device was returned to normal without any repairs. The km did not provide any details regarding the accident. The device was returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume (danger of inhaling co2), low minute ventilation message. The device was in clinical use when the issue occurred. No patient or user harm reported.